Event description:
It was reported that a 25khz straight tip broke during testing. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The tip was discarded by the user facility and they have chosen not to send the universal handpiece in for evaluation. Not available for evaluation.